Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Two used samples outside its original package were received. The reported complaint ¿zero calibration could not be performed¿ could not be confirmed. Through the device analysis executed on the returned samples it was observed that one device failed air and vacuum tests as there was a leak. The cause was unknown. Awareness for reported failure was given to personnel who perform the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, while preparing to use the device in the ICU, it was found that the zero calibration could not be performed. There was patient involvement, but no harm/adverse event has been reported.